Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification in relation to the reported symptom, undetected downstream occlusion, which was not reproduced during evaluation. The device passed downstream occlusion testing. However, the downstream sensor current readings were above specification and the downstream pressure plate gap and downstream tubing guide gap were out of specification. The downstream tubing guide was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an undetected downstream occlusion. It was also reported there was no patient injury.